Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited patient information was provided, it is unknown if any patient risk factors could have contributed to the event. The patient had recently undergone a coronary stent placement (rca) prior to the onset of symptoms (shortness of breath) of stenosis. During that hospitalization an echo was performed which, upon image review performed at edwards lifesciences, thickening of the leaflets was seen by an edwards physician proctor (which had not been noted before). In addition, the bioprosthesis appeared not fully expanded. It is unclear whether the hyperplasia of the leaflets is thrombus or vegetation. It has not been determined if the pci procedure may have contributed to the initiation of a thrombus formation leading to the stenosis. The patient remains hospitalized, on intravenous heparin. Her symptoms (sob) have improved/resolved but the increased gradients remain at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the territory manager, a 23mm sapien valve implanted 2 years 9 months ago appears to be showing signs of stenosis. The physician is hoping to get valvepoint images reviewed to confirm whether the perceived issues with the valve are related to stenosis or maybe thrombus. The territory manager reports the patient is symptomatic with chf.